Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor. No prime alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump had a compromised force sensor system alarm. Customer's blood glucose was 75 mg/dl. The customer stated the prime procedure could not be completed because of the alarm. Customer also stated the drive support cap appeared to be in good conditions. The customer was advised to replace the insulin pump and revert to a back-up plan. No additional information provided.